Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has clear vision, but when looking at a light source sees a single streak of light running through that light source. She only sees this with her left eye. The consumer reports she has double vision and a lazy eye. The consumer did not provide any contact info; therefore, f/u was not able to be conducted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. The consumer did not provide any contact info; therefore, f/u was not able to be conducted. (B)(4).